Event description:
It was reported that before use of the bd discardit¿ ii syringe the blister pack was not sealed and some of the product was damaged. The following information was provided by the initial reporter: the customer called to inform that a certain number of the product was damaged - the blister pack was not closed. After inspecting it, we have determined that transparent plastic of the blister pack included a black line, like black duct tape, that had no adhesive to stick to the paper pouch.

Manufacturer narrative:
H.6. Investigation: bd has been sent photos and samples for catalog 300928 lot 1905103 to investigate for this record. Visual inspection of the samples revealed the presence of a black tape in the film used by the supplier. As a result, bd was able to verify the reported issue. Bd confirms that the black tape corresponds to a joint in the reel of the film used for primary packaging. This black strip is added by the supplier to facilitate the identification and removal during primary packaging. Bd has a chromatic vision system, which detects this black tape and stops the primary packaging machine. For the affected samples, this system did not work as expected and the red tape was not removed during manufacturing. Bd has checked the mentioned detection system and have alerted the personnel of the affected area about this issue. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd discardit¿ ii syringe the blister pack was not sealed and some of the product was damaged. The following information was provided by the initial reporter: the customer called to inform that a certain number of the product was damaged - the blister pack was not closed. After inspecting it, we have determined that transparent plastic of the blister pack included a black line, like black duct tape, that had no adhesive to stick to the paper pouch.